Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. It was reported the same day as onset the patient was hospitalized for the event and another indication. The patient was treated with unknown antibiotics. The same day as onset pd therapy was discontinued. On an unknown date the patient began hemodialysis (hd). The patient was discharged six days after admission. At the time of this report the patient was recovering from this peritonitis event and remained on hd. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was not hospitalized for the event. It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with unknown vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Recovery status of the patient was not reported. No additional information is available. This is the same patient as complaint: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.